Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed; analysis revealed wireless telemetry was unable to be established.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device remote monitoring transmission displayed an error message reading "wireless no longer available." Performance data was collected from the device and analyzed; analysis revealed a loss of wireless telemetry by the device due to the inability of the voltage control oscillator trim to generate the telemetry radio frequency (rf). It was noted that the device is functioning normally and audible alerts would be triggered, but wireless alerts would not. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.